Event description:
It was reported the pt experiences uncomfortable warming at the ipg site, not related to charging. The pocket site is not red or swollen. The pt has (B)(6). The pt will continue to monitor the site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.